Event description:
During dialysis, rn notes blood oozing from under catheter dressing. On examination, notes that venous limb of catheter was retracted almost completely out of the skin. Approx 2" of catheter left under skin, estimated blood loss 10-20cc.